Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual section 6 assay preparations, under step 6 during the daily check a background substrate check is performed and if the result comes back as bh (background high) replace the substrate with a freshly prepared substrate and conduct the daily check again. The most probable cause of the reported issue was due to operator error during preparation of the substrate. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving high background results on their aia-900 instrument. The technical support service (tss) requested the customer to replace the substrate five times with alcohol. Customer performed back ground check and the results are still high. The tss sent the customer another lot of substrate to use on their instrument. The error resulted in delayed reporting of bhcg, e2, fsh, lh, prl and prog 3 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On the (B)(6) 2018 the customer stated that they received the new substrate and the instrument is functioning as intended.